Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 ultra resilia valve, the 29 mm commander delivery system balloon burst at the end of inflation. The valve was fully deployed in the intended position. There was difficulty withdrawing the delivery system, and it was experienced when the balloon material was being withdrawn into the distal tip. The balloon material was observed to be intact. The delivery system was able to be withdrawn through the esheath+, but a balloon tear was observed. The tear appeared to have occurred as it was coming out of the sheath valve. There was no patient injury and no patient complications. The perceived root cause of the event was a calcified sinotubular junction (stj).

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery received for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for balloon burst, difficulty withdrawing the delivery system through the esheath+, and torn balloon have been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. Furthermore, no abnormalities were reported during device unpacking or preparation. Regarding the balloon burst, it was reported that the patient had calcified sinotubular junction (stj). In this case, the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, the available information suggests that patient factors (calcification) may have contributed to the complaint event. Regarding the difficulty withdrawing the delivery system through the esheath+ and torn balloon, as the balloon burst, the altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Additionally, additional pull force or device manipulation applied to overcome withdrawal difficulty may have led to the reported balloon tear. As such, the available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the withdrawal difficulty and procedural factors (excessive manipulation) may have contributed to the balloon tear, respectively. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.